Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Photo evaluation: one photo was provided. The picture shows the tip of a device with the anvil loaded. Tissue can be seen stuck in the anvil and the washer can be appreciate indented. The condition on the washer could be due to an incomplete firing cycle. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: was the patient's hospitalization stay extended due to the event that occurred with the device? Yes, extended one week.

Event description:
It was reported that during a resection procedure, incomplete cut line. During the endoscopic rectal resection, after fired, found the tissue was not completely cut off as the photo shows. Scalpel and suture was used to cut and sew the wound. The surgery delayed about half hour. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). One photo was provided. The picture shows the tip of a device with the locking springs that were expanded and the anvil not completely seated on the trocar. Tissue can be seen stuck in the anvil and the washer can be appreciate indented. The condition on the washer could be due to an incomplete firing cycle and or due to the anvil not being completely seated. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Yes. What confirmation was received that the anvil was properly attached prior to closing the device? Audible and tactile feedback. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Unknown. Were any staple formation issues identified? If so, please describe the shape. Unknown . Was the procedure completed laparoscopically? Yes. Why was the hospital stay extended one week? Made a temporary stomy. What is the current status of the patient? Stable and left from hospital.